Manufacturer narrative:
Based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event.

Event description:
Right knee revision due to broken stem or offset - sales rep unsure which component was broken. As per discussion with sales rep on 11/06/2015: it appeared to the rep from the explanted devices that the 21 x 80mm stem broke off inside the offset adapter.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision due to broken stem or offset - sales rep unsure which component was broken. As per discussion with sales rep on (B)(6) 2015: it appeared to the rep from the explanted devices that the 21 x 80mm stem broke off inside the offset adapter.